Event description:
It was reported that during treatment the pico 7 was turned on, applied negative pressure and maintained the seal; however, all lights were on; there is no information regarding how the procedure was completed nor if there was any delay. No patient injuries or other complications were reported.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the associated batch manufacturing record did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The devices intended for use in treatment was returned for evaluation. The returned device was visually inspected and functionally evaluated. The visual inspection found no visual issues. Functional evaluation confirmed a relationship between the event and the device. Device performance data confirmed that the device has failed due to a sudden pressure drop, indicating that the device was probably disconnected from the dressing or external pressure conditions caused the device to fail. Otherwise, the pump passed all the performance tests, therefore the reported complaint is not product related as the failure mode is due to an external source. The environmental conditions have been identified as the root cause. As the failure mode is due to an external source, no further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.